Event description:
It was reported there was a revision surgery performed to remove the devices.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The event can be confirmed as the surgeon provided the operative notes along with the explant photos of the devices. In addition, the surgeon provided the CT scan before and after the surgery. The patient developed pain, swelling, redness, and hives and was presented to a new surgeon. On (B)(6) 2023, the surgeon removed the tmj total joint prostheses, placed a bilateral tmj spacer, and performed a metal alloy skin allergy test. The patient showed a mild sensitivity to nickel.

Event description:
It was reported there was a revision surgery performed to remove the devices.